Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 110, 119, and 227 mg/dl when all tests were performed 1 to 2 minutes apart on the advantage system. Reporter stated she was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.